Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the "pump stopped working." No further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-nov-2019 with the following findings: according to the pump history and the black box, the pump was delivering the programmed basal rate until end of use on (B)(6)2015. During investigation, the pump powered on with audible and vibratory start up alerts but the display was found to be blank. The pump cover was removed and the oled display was found to be cracked and damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.